Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 151 mg/dl. The distributor received the pump for investigation and was unable to duplicate the error.